Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was informed that technical support would send a replacement pump and it was confirmed that a multiple daily injection would be used as backup therapy to ensure continuous insulin delivery.